Event description:
It was reported the stamberger sinu-foam nasal dressing did not "gel properly" when mixed with the recommended amount of sterile water. When extruded into the pt's nasal cavity, it immediately flowed out and could not stay in place. The product was discarded. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight, and gender were not available.